Event description:
Implanted in 2004 with a peek device. Two months later pt complained of pain and it was discovered on MRI that there were two pseudocysts behind each device. Revision surgery the following day to remove pseudocysts. The pt's symptoms resolved and was discharged the next day.